Manufacturer narrative:
The product was not returned for analysis. Results from the product history record review indicated the product met release criteria. There were no similar complaints reported in the lot. The file indicated the use of an approved lens/cartridge combination. The product investigation could not identify a root cause. (B)(4).

Event description:
A surgeon reported explanting an intraocular lens (iol) six months following implant surgery due to poor vision. Additional info was received from the surgeon, who indicated the event resolved with the exchange of the iol. The replacement lens was a different model. He also reported that the pt had a lasik enhancement procedure following the initial implant surgery. In the surgeon's opinion, the iol did not cause/contribute to the event.